Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 75 mcg for a total dose of 28.64484 mcg/day, bupivacaine 30 mg for a total dose of 11.45794 mg/day, clonidine 300 mcg for a total dose of 114.57936 mcg/day and compounded baclofen 300 mcg for a total dose of 114.57936 mcg/day via an implantable pump for malignant pain and breast. It was reported on (B)(6)2019 during a pump refill, a reservoir volume discrepancy was noted where the interrogated reservoir volume was 17.6 ml and the actual reservoir volume was 28 ml. The patient reported increased pain which they attributed to the colder temperature. The patient will return to clinic for a reservoir volume check as an issue with the catheter was suspected. It was noted the patient has not follow up as of date of report. No action was taken. The outcome of the event was noted as ongoing. The clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-jan-21 the patient reported increased pain without symptoms of withdrawal. On (B)(6) 2020, the patient presented for a reservoir check. The interrogated reservoir volume was 21.4 and the actual reservoir volume was 34. The patient will be scheduled for a catheter revision. The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter kink. No further complication was reported.